Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, the plunger did not advance the lens. There was patient contact with device. Additional information has been requested and received that there was no patient harm and surgery completed same day with replacement lens.